Event description:
It was reported that revision surgery was performed. The patient reported noise from her hip and pain radiating down her front thigh. X-rays reportedly revealed severe neck thinning with a cyst underneath a well fixed acetabular cup. There was no radiological sign of acetabular loosening.